Event description:
Reporter called to report a product issue with the lifepak 15 defibrillator. Reporter stated the charger fails and does not charge the device which causes a delay in fibrillating. Reporter stated the supplier is aware, but the exchange is delayed for months.